Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose level was 350 mg/dl. Customer experienced symptoms such as nausea. Customer got diabetic ketoacidosis because her blood went high which was not treated using insulin pump even after changing the entire set a few times. The customer was assisted with troubleshooting. The customer was treated with intravenous insulin for high blood glucose. Customer was still in the hospital admitted and high blood glucose started again after putting the insulin pump back on. Customer had no alarm or any notification that the pump is not delivering insulin was programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. The customer stated that no damaged on the retainer ring and reservoir can be locked into place. It was unknown whether the customer was using automode. The insulin pump will be returned for analysis.